Event description:
Upon investigation, manufacturer's domestic evaluations lab found plastic in the connector port of the inform base melted and charred. No adverse event was reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.